Manufacturer narrative:
On 11-feb-2020, mentor received additional information about the event: - the patient had both of her breast prostheses explanted and they were replaced with mentor smooth round moderate plus profile 300cc saline breast prostheses. - the explanted breast prostheses were discarded after removal and replacement surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture of right breast prosthesis. Concomitant products: mentor smooth round moderate plus profile 300cc saline breast prosthesis, catalog #3502300, serial #(B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) white hispanic female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 300cc saline breast prosthesis that deflated after implantation. Deflation of the right breast prosthesis was confirmed by a physician¿s examination. As a result, the patient underwent explantation on (B)(6) 2019.